Event description:
It was reported that during a device check, the pulse generator exhibited backup operation and an impedance measurement anomaly. The patient also experienced pocket discomfort. The device was reprogrammed and no anomalies or patient symptoms were noted.

Manufacturer narrative:
(B)(4).